Event description:
It was reported that during a device replacement, the lead was electively capped due to externalized conductors. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.